Event description:
It was reported that ongoing cartridge alarms occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer's parent assisted in addressing elevated bg was address by helping deliver a manual insulin injection.